Event description:
Pt being fluid resuscitated, 30 units over two hrs, good ECG, but no ECG alarms. No ECG heart rate. No alarms, despite excellently displayed ECG. Numerous occurrences of this problem.